Event description:
St. Jude medical representative reported that the pt attended follow-up because pt was not feeling well. The device presented in hardware vvi reset state. The ICD was found to be functioning with no defib support and pacing at a rate of vvi 60 ppm. The ICD was explanted and returned for analysis.